Event description:
It was reported that forty minutes after the direct stenting of the right coronary artery (rca) with one xience v stent and the left anterior descending artery (lad) with one xience v stent the pt experienced chest pain. Electrocardiogram was done that found inferior abnormalities. The pt was being brought back to the catheterization lab when he had a sudden loss of blood pressure. Cardiopulmonary resuscitation and advanced cardiac life support was provided to the pt who made it to the cath lab where in-stent thrombus was found in the rca and lad. The lad was completely clotted off with thrombus and the pt expired. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A follow-up report will be submitted with all additional info. The other xience v (p.n. 1009548-23, lot #unk) is being reported under a separate medwatch report number.